Event description:
St jude company declare recall for their assurity pacemaker that were made between 01.09.2019-01.03.2022. No FDA recall was made to those pacemaker and finding the recall on abbott website is nearly impossible. The recall is the same as was made by the FDA on may 2021 with the same problem!!! Does abbott supply to the hospitals defected pacemakers after they knew about the problem from may 2021??? This should be class I recall. FDA safety report ID# (B)(4).